Event description:
It was reported that a patient presented remotely with the high voltage impedance on their right ventricular lead being high and out-of-range. The lead was capped and replaced on 18 nov 2022. The patient was stable throughout.